Event description:
The thermogard ivtm system sn (B)(4) does not power on and it is leaking fluid. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.